Event description:
It was reported that the patient presented in clinic after receiving hv therapy. Rv lead noise was suspected. The noise was not reproducible. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.